Event description:
The customer contacted stryker to report that their device while in AED mode was not giving an AED shock advisory. While in manual mode their device was displaying dashed lines with their paddle assemblies attached and therefore they were not able to charge for a shock. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Stryker further evaluated this event and was unable to verify or duplicate the reported issue. The device passed functional and performance testing and was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device while in AED mode was not giving an AED shock advisory. While in manual mode their device was displaying dashed lines with their paddle assemblies attached and therefore they were not able to charge for a shock. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.